Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 178 cm., body mass index (bmi) 22.7 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted and jura system low anterior resection (lar) procedure. Twelve days after surgery, a hematoma of the pfannenstiel wound was reported; it was confirmed via ultrasound. An infection was suspected at the time the hematoma was identified. A wound swab was obtained and it was negative for bacteria, so an infection was ruled out, and the event was reported as a hematoma of the abdominal wall. The wound was opened to relieve the hematoma and the event was deemed resolved on the same day. The index procedure was completed with no da vinci device malfunctions. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system and not related to the da vinci system. The patient's prior health conditions (diabetes type2 and hypertension) may be relevant to this event.